Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device data revealed the device detected a transient condition on the voltage regulated supply. The condition detected was a drop below a minimum level, which resulted in a reset pulse sent to the microprocessor to begin a power on reset (por). The por condition cleared on its own prior to receipt and full analysis of the device.